Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient with left ventricular (lv) lead experienced pain, burning and dizziness. Boston scientific technical services (ts) noted that this lv lead had migration or fraction. This lv lead was explanted. No additional adverse patient effects were reported.